Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not find any issue with the device since the user had solved the problem by reseating the connection between the panel and the drive unit. A functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova received a report that an error message occurred during priming on a centrifugal pump 5 (cp5). The reported phenomenon was improved by reseating the connection between the control panel and the drive unit. The user continued using the device with a backup device aside. There was no report of patient injury.